Manufacturer narrative:
D9: device received on 8/20/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a dented air detector and a separating upstream occlusion (uso) seal. The air detector and uso seal were replaced to fix the issue.

Event description:
It was reported that there was an error code 41622. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.